Event description:
The patient underwent generator replacement. The explanted devices was discarded.

Event description:
Clinic notes were received indicating that the patient had a 15-minuted seizures in february that the magnet did not abort. Per assessment and plan, it was noted that his vns battery indicator was at 25-50%. It was noted his device will be replaced with a newer model (sentiva) for better seizure control. . The patient¿s output currents were increased by 0.25 ma with good tolerance. From the notes, it is unclear if the patient¿s 2 seizures in the month of march was noted to be above baseline and believed to be due to low battery. No replacement surgery has occurred to date.